Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Duraloc insertion 'star' piece did not engage the handle. Surgeon hit with a mallet to 'encourage' engagement and then it got stuck. Could not use for case and could not take apart at the end. No delay in surgery. No reported adverse event to patient.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Provided information states a mallet was used to 'encourage' engagement and impacting the threaded tip component onto the shaft would not be expected use. The threaded tip component was also not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided and no product returned for examination. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.